Event description:
On 1/22/97 an anterior cervical disc and spur removal with fusion of c4-7 wing codman anterior plating system. Pt did well until 6 weeks ago when pt began to experience recurrent cervical spine pain and right upper extremity pain.